Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 error alarm during basic occlusion and unable to prime during prime/a33 test due to loose protruded drive support disk. The insulin pump was received with minor scratched lcd window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported that the insulin pump had a protruding drive support cap, alarmed an error, and was "squirting out" insulin during the manual prime process. The blood glucose reading was 240 mg/dl. Advised replacement of the insulin pump. Nothing further reported.